Event description:
It was reported in MFR report # 3004209178-2013-00526, that the patient's left device was experiencing electromagnetic interference. However, additional information received reported that the patient's right implant was the actual affected implant and was subsequently replaced. It was stated that device was replaced due to spontaneously turning on and off. It was reported that a patient's device was turning off unexpectedly and it had to be checked "all the time." The reporter stated that when they tried to turn the device on, it would beep and then turn off within a minute or two. It was stated that the security system at (B)(6) was the reason the device was turning the left device off. Usually when that happened they would turn stimulation back on when they get home. It was stated that the patient might have been off for "a couple of days" because his behavior was different. It was noted that the patient saw their doctor in (B)(6) 2012 and the doctor said that the device was close to needing a replacement. The patient was able to turn the device back on and confirmed that all three green lights were illuminated. It was also noted that there was no other magnetic inference that the reporter could identify besides (B)(6). Additional information received indicated that the cause of the event was unknown. It was stated that the 5 bipolar electrode pairs were >2 ,000 ohms. The right side implant was replaced (B)(6) 2013. An x-ray was performed (B)(6) 2013 and was negative for lead fracture or migration. Any additional information received will be included in a supplemental report.

Event description:
Follow up information received reported that the cause of the event was unknown but was "likely" due to the implantable neurostimulator (ins). The ins was subsequently replaced. No hospitalization was required for the event. The patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3387s-40, lot# v265356, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v265356, implanted: (B)(6) 2009. Product type: lead. (B)(4).